Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's educator reported via phone call of issues with the customer's insulin pump. The educator states that the device is pushing too much insulin through before it sets up the reservoir. The educator states the customer has been having high blood glucose levels. The customer's blood glucose level at the time of incident was 400mg/dl. The customer states that insulin squirts out during the manual prime. It was reported that the device had been troubleshot before, and will not be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.